Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The part passed inspection of the outer profile with the exception of some deformed areas where the liners are damaged. This damage likely occurred during the procedure. Product likely left biomet control conforming. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty, the g7 liner would not lock into the cup. The procedure was completed with a new liner that locked in appropriately. No adverse event was reported in association with this event.